Event description:
It was reported that during a breast biopsy procedure, after taking a specimen radiography prior to deploying the marker, they noticed a foreign body on the specimen radiograph. There was no patient consequence reported. No device being returned for analysis.

Manufacturer narrative:
Date sent: 4/17/2009. Information is unavailable; device was not returned for evaluation.